Event description:
It was reported that 11 of the bd¿ posiflush¿ saline xs 10 ml experienced sterile breach. The following information was provided by the initial reporter, translated from french to english: description: stains on syringe packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-sept-2023. Investigation summary: a device history record review was completed for provided material number 306572 and lot number 2335556. There were no possible non-conformances detected during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples and physical samples were returned. Through examination of the returned samples, brown spots/staining on the outside of the syringe blister package was observed. The brownish spots on the packaging were created during the steam sterilization process. The integrity of the product and the sterile barriers did not appear to have been affected. Furthermore, microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on packages displaying the brownish stain. The testing confirmed that they do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality, or safety of bd posiflush¿ 10ml saline flush syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 of the bd¿ posiflush¿ saline xs 10 ml experienced sterile breach. The following information was provided by the initial reporter, translated from french to english: description: stains on syringe packaging.